Event description:
It was reported that a roi-c implant holder broke during a procedure. There was no patient impact.

Manufacturer narrative:
H6: additional method code: 4109 corrections in d4: UDI number and g1. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned for evaluation, however images were provided confirming the hook fracture. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a roi-c implant holder broke during a procedure. There was no patient impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.